Event description:
It was reported that the remote monitor was hot to the touch and was sticky under the base. It was stated that its either a melting paint or the plastic started to melt. No troubleshooting indicated. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.